Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered three infusion sets were leaked at the site. Customer's blood glucose at time issue was noticed 250 mg/dl. The infusion set in use for a few hours for each. No further information available.

Manufacturer narrative:
Device 3 of 3. E1: patient country: united states.